Manufacturer narrative:
The device was received partially deployed. The slide insert was observed in the viewing window and the linkage assembly was observed in the deployed position. The formed needle was observed in the bottom housing window. Upon removal of the top housing, the formed needle was observed to be incorrectly installed in the slide retract, resulting in the formed needle failing to retract fully. Inspection of the fluid path found no issues that would prevent the device from delivering insulin. Download data did not show any timeouts or drive stalls and no alarms were generated that would indicate any struggle to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 410 mg/dl while wearing the pod between 1 and 4 hours on the abdomen.